Event description:
Patient complained of impingement and pain over the patella. Surgeon scoped patient to find that the locking screw for the insert was embedded in the hole but was unscrewed and was held in place by soft tissue. Patella and insert were exchanged. There was no problem with the patella; the surgeon opted to put in a new one."